Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user reported drawer failed and unable to recover matrix drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 2.1 was not sensing closed, and the sensor connection was verified as connected. A field service engineer (fse) removed the drawer and replaced the open/closed sensor and the drawer mini tray 1.14 issue was resolved by the customer by removing the medication jam. The system functioned as intended after the field service engineer repaired the device.